Manufacturer narrative:
B3: date of event: aware date was used as event date as actual event date was not known.d4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported the implant did not seal. A left atrial appendage (laa) closure procedure was performed, and a 27mm watchman flx pro closure device was implanted. The patient was discharged. At a routine follow up, computed tomography (CT) imaging was performed and it was noted a 1.7-3.0mm device leak occurred. As a result, the patient is unable to discontinue their prescribed blood thinner medication.